Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in the emergency room of a hospital. The customer was hospitalized on (B)(6) 2016. The caller stated that the paramedics were called and the customer was transported by an ambulance because the customer passed out. The caller stated that the cause of death was diabetic cardiac arrhythmia, diabetic hyperkalemia, and diabetic sis. The caller did not know the customer's blood glucose at the time of death. The caller stated that they are unsure whether the customer was wearing the insulin pump at the time of death or not. The customer used sensors, however, the caller was unsure whether a sensor was worn at the time of death or not. The customer had kidney failure. The caller stated that currently they do not have the customer's insulin pump or any other diabetes products; however, they agreed to return the insulin pump for analysis.